Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of red4883 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "PICC line difficult to flush, came to ed for evaluation and PICC required removal. At time of removal it was noted there was a splice in the catheter."